Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 3007963827-2018-00065.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue impaction pad on femoral inserter was fractured into two on impaction while implanting femur during a knee arthroplasty. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.